Event description:
A retailed reported that a (B)(6) male patient experienced a corneal ulcer and was hospitalized for 2 days after using private label multi-purpose solution. The initial reporter, a family member, noted that there was nothing unusual about the bottle and the security seal was in place. The bottle was forwarded to a hospital for testing; no results were provided. The patient's mother did not respond to multiple attempts to obtain further information. (Please see related cases: MFR report #2020664-2010-00039 and MFR report # 2020664-2010-00041.) Patients from all three related cases used the same bottle of solution.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. A root cause has not been determined.